Event description:
Pt was referred by family dr to a gi clinic for tests then to a gastro surgeon to consider surgery to control gerd. Gi surgeon recommended the stretta procedure, which was performed in 2003. Within 24 hours pt began experiencing bloating, pain in stomach and abdomen, gas and belching. After several weeks pt did a follow-up visit with surgeon who prescribed reglan as a stomach-emptying drug and suggested the remote possibility that there could be some damage to the vagas nerve, perhaps caused by the stretta procedure. At one period of time pt lost 11 lbs in 12 days. The reglan was ineffective so surgeon recommended more tests by the gi doctors. Zelnorm was prescribed in place of reglan and pt was placed on a prevpak, an antibiotic with prevacid, to control h pylori. Antibiotic caused cracked tongue and other discomfort in the mouth and was discontinued after 7 days. Some positive results were noted while on the prevpak. Zelnorm was no more effective than reglan at stopping symptoms of gastroparesis. Gi drs wanted to do more tests but pt conferred with another gi dr who has ordered another h pylori test, a stomach-emptying test and a botox treatment to the stomach sphincter muscle. Tests have not been completed so results are currently unk. Pt has been taking prevacid and/or nexium for approx 8 years and continues to take one nexium 40 mg daily for gerd. Stretta procedure was unsuccessful and, although not substantiated by testing, is the probable cause of pt's current condition of bloating, stomach discomfort, large quantities of gas and belching -a very foul odor-, and gastroparesis which will likely be a life-long condition.